Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate pump. It was reported that air bubbles made it past the air sensor on a smart ablate pump during a procedure. The pump was replaced twice, but the same issue occurred. The procedure was completed and there were no patient consequence. Additional information received confirmed that this issue did not occur during flushing. The customer did flush the tubing before using it on the patient. There was no alarm that populated. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate pump. It was reported that air bubbles made it past the air sensor on a smart ablate pump during a procedure. The pump was replaced twice, but the same issue occurred. The procedure was completed and there were no patient consequence. Additional information received confirmed that this issue did not occur during flushing. The customer did flush the tubing before using it on the patient. There was no alarm that populated. Since the bubble sensor failed to detect the air bubbles, this event was assessed as a reportable malfunction as it could lead to air embolism. Also, this event is being reported under the three smartablate pumps used in the procedure which encountered this same issue.